Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6).this medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the level sensor of the sorin s5 system did not stop the pump during a procedure. The level sensor and level sensor module were exchanged, but the error did not clear. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. The service representative replaced the e/p pack and performed functional tests. No further issues were discovered. The complained unit was returned to sorin group (B)(4) for further investigation. The returned unit was subjected to visual inspection, functional tests and a hardware analysis. The visual inspection did not identify any abnormalities, however the described problem was reproduced during the functional testing. The unit was inspected further and it was discovered that one of the connections was not properly made, resulting in the reported error. The connection was repaired and subsequent functional testing did not identify any further issues. The unit was returned to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.

Event description:
Sorin group (B)(4) received a report that the level sensor of the sorin s5 system did not stop the pump during a procedure. The level sensor and level sensor module were exchanged, but the error did not clear. There was no report of patient injury.